Event description:
One touch ultra meter was set to the incorrect unit of measurment. The meter was set to "mmol/l" instead of "mg/dl". The patient obtained a "67 mg/dl" or "6.7 mmol/l" (coverts to 121 mg/dl) on the reported meter. It is unknown if they were experiencing any symptoms of high or low blood glucose levels. They tested on another meter and obtained a 147 mg/dl. The patient's physician advised them to take less insulin due to the low result obtained on the reported meter. The patient was later admitted to the hospital for blood clots. The patient claimed that the blood clots may have contributed by not taking enough insulin. No results were specified from the hospital. The patient did not allege harm. There is insufficient information to suggest that the patient experienced injury or medical intervention due to the meter. It would have been helpful to know if they had symptoms before, after, or during testing, the results obtained at the hospital, the diagnosis at the hospital, the medication regimen, the time difference between testing on their meter and going to the hospital, and the testing frequency. The patient reported that the meter was previously set to the correct unit of measurement and they had not recently changed the unit of measurement through the meter settings. No products were replaced.